Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse attempted to run the fiber optic test but the unit would not recognize the fiber optic tester. The fse addressed the battery issue first and replaced the batteries. Upon start up of the unit on battery power the iabp no longer displayed the ap optical sensor failure message. The fse went into the back screen and verified the battery voltage charging when plugged into ac power. The fse then performed the fiber optic test and the unit was now operating correctly. Replacing the batteries fixed the ap optical sensor failure and the battery issue. The unit passed all calibration, functional and safety tests performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that during power up and prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed an ap fiber optic sensor module failure message. The customer also stated the unit would not work on battery power and would not charge. There was no patient involvement, and no adverse event reported.